Manufacturer narrative:
Date send to the FDA: 07/13/2020 additional information: h6 the device history records reviewed and no issue found. Additional h-3 summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was the suture reprocessed (ie. Re-sterilized) before use? Where was the suture broken? Was the tissue dehisced? If yes, please specify. Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is a current patient¿s status after suture replacement procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an achilles tendon repair procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke one hour after the completion of surgery when the patient turned over. A second sewing surgery was given. There were no adverse patient consequences reported.